Event description:
It was reported to boston scientific corporation, that in 2007, a hydrothermablator procedure set was used during a hydrothermal ablation procedure in a female patient (age & weight unknown) the same day. According to the complainant, " started the procedure in the ablation phase 3 minute heat up at about 1 minute into the 10 minute ablation there was a 10cc fluid loss, the physician was losing fluid out of the cervix at that time the procedure was aborted and the cool down phase took place...." The physician added that the burn was considered a superficial burn (the severity of the burn is unknown), that was between 1cm to 2cm on the outer cervix. The physician treated the area with a silvadene cream. The patient was reported as "ok" following the procedure.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined.